Event description:
R2 pads were placed on a 62 year old male pt in proper anterior/posterior position. It has been reported that the pads were not adhering to the pt. Ventricular fibrillation was induced but the emergency team was unable to convert the pt with four shocks using 360 joules each. The MFR's pads were removed and the pt was successfully converted with an add'l defibrillator by using the paddles and 500 joules.